Event description:
It was reported that the procedure was to treat a mildly calcified, mildly tortuous left anterior descending artery that is 80% stenosed. The 3.5x23mm xience alpine stent delivery system stent dislodged when attempting to cross the lesion, but failed as resistance was felt with the unspecified guiding catheter. The stent remained on the delivery system and was simply withdrawn. Another unspecified device was used to complete the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported material deformation was confirmed. The reported difficult to advance could not be tested as it was based on operational context. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported difficulties. It was reported that the stent delivery system (sds) met resistance with a guide catheter and the stent subsequently deformed. Analysis of the returned device confirmed the outer diameter to be within specification. Factors that may contribute to difficulty advancing an sds through a catheter include, but are not limited to, inner diameter of the catheter, device support, buildup of procedural contaminants, challenging anatomy, user technique, and/or damage to the catheter or sds. Based on the information provided and the investigation findings, it is unknown what may have caused the reported difficulty during advancement. Additionally, it is possible that manipulation of the sds, when resistance was met, contributed to the reported stent deformation. There is no indication of a product quality issue with respect to manufacture, design, or labeling. H6 correction: medical device problem code 2923 removed

Event description:
Subsequently, after the initial report was filed it was noted that the stent did not dislodge, but the stent struts were observed to be flared. No additional information was provided.